Manufacturer narrative:
(B)(4). Reported event was confirmed by review of operative notes. Review of operative notes indicated patient was revised due to failed mom. Lab results showed elevated cobalt levels. Dense scarring from, the prior 2-incision arthroplasty. Dense scarring mixed with necrotic debris consistent with metallosis. Head and liner were replaced. Device history record (DHR) was reviewed and no discrepancies were found. Additional information does not change the root cause of the previous investigation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Lot#'s updated on associated products item#00620005420 shell porous with holes 54 mm o.d. Lot# 61215875 item#00631005032 liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells lot# 61644621 item# 00784301606 femoral stem beaded fullcoat 12/14 neck taper std. Body std. Offset size 16 16 mm distal dia. 160 mm length lot#61601513 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent initial left total hip arthroplasty. Patient subsequently underwent revision approximately 6 years post implantation due to elevated ion levels, pain. During revision procedure, surgeon noted significant amounts of necrotic debris with suspected metallosis and trunnionosis. Attempts were made to obtain additional information; however, none is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00620005420 shell porous with holes 54 mm o.d. Lot# unknown item# 00631005032 liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Item# 00784301606 femoral stem beaded fullcoat l# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04764.

Event description:
It was reported that patient underwent revision approximately 6 years post implantation due to elevated ion levels, pain. During revision procedure, surgeon noted significant amounts of necrotic debris with suspected metallosis and trunnionosis. Attempts were made to obtain additional information; however, none is available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.